Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The flow control valve was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the bellows was not functional. There was no report of patient involvement.